Manufacturer narrative:
The conclusions are as follows: there are two events to explain as follows: - event 1: in vr model, in diagnostics screen/trends tab for % pacing box, the label for v pacing curve legend should be v instead of biv. This event is related to an known bug. Therefore, the biv should be read as v. - event 2: the displayed pacing rate is of 287%. The rate is calculated based on a specific formula taken into account an average over the last 7 days and an average over 30 days including a division. Since the values measured are very low, the result is high. Nevertheless, this function remains as per specifications.

Event description:
Reportedly, in the user interface, bi-ventricular pacing was of 287% whereas the device is a single chamber.